Manufacturer narrative:
H10: the actual device, partially filled with solution, and photographs of the product were provided for evaluation. Visual inspection of the actual sample with the unaided eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed with no issues noted of the connector or the cap area. The visual inspection of the photographs observed white strand-like particles possible of abs (acrylonitrile butadiene styrene) material in the fluid path. The reported condition was verified in the photographs, however, was not verified during evaluation of the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that strand-like particles were observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.